Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Imaging could be performed, but it could not be recorded. The opticross imaging catheter was replaced, but the issue was not resolved. Automatic pullback failure occurred; however, after replacing with another sled, the issue was resolved. No patient complications were reported.

Manufacturer narrative:
D1 brand name, d2a common device name, and d2b pro code (product code), e1 initial reporter facility name: corrected.

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Imaging could be performed, but it could not be recorded. The opticross imaging catheter was replaced, but the issue was not resolved. Automatic pullback failure occurred; however, after replacing with another sled, the issue was resolved. No patient complications were reported.